Event description:
During bi-v pacer insertion-after placing lv lead, pacing could be accomplished via the rep's programmer but when the lead was connected to the pacemaker no pacing. After repositioning and several attempts physician requested new pacemaker. Rep states-that the r-waves were being counted twice, which inhibited pacing. The console and programmer worked because it allows pacing without sensing." The case proceeded. After 4 hours, physician stated that blood on tissue may have accumulated in the distal end of lv lead and requested new lead too.